Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that lip ring of reservoir fell off from the pump. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that reservoir is able to lock in place when inserted into pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Tested with a test p-cap and the test p-cap did not lock in place properly. Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with partially broken off reservoir tube lip, cracked reservoir tube lip, missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, slightly damaged keypad overlay texture and peeling end cap address label.